Manufacturer narrative:
Evaluation summary: no additional complaints have been received against either manufacturing lot. The components are confirmed as compatible devices. These shells and liners are 100% inspected during the manufacturing process on a coordinate measuring machine. Cause cannot be definitively determined. As returned, the continuum shell meets print specifications where measured. The poly liner is returned with a screw embedded in it from the removal technique, as well as additional screw hole. No dimensional values were taken due to its condition. Device history record indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the liner was unable to be seated in the shell. A new shell and liner were used.